Manufacturer narrative:
The check of the manufacturing charts of the lot # involved (15ag0l3) did not show any pre-existing anomaly on the 43 pieces manufactured with this lot #. No other similar complaints issue were reported on the same lot #. We will submit a final MDR after the complete investigation.

Event description:
Intra-operative issue involving a curved cup impactor, model # 9095.11.550, lot# 15ag0l3. According to the info reported, surgeon was implanting a dia.58mm cup when he noticed that it was impossible to connect the cup to the impactor. The threaded part of the impactor appeared to be too short to make a functional connection with the cup. Surgery was successfully completed by using the right adapter (a large one) in combination with the right size of the cup. Minimal consequences for the patient and minimal surgery time extension as well. Event occurred in (B)(6).

Manufacturer narrative:
The check of the manufacturing charts of the lot # involved (15ag0l3) did not show any pre-existing anomaly on the (B)(4) impactors manufactured with this lot #. In detail, referring to the specific issue reported (male thread of the impactor which appeared too short to make a functional connection with the cup): by the check of the manufacturing chart, the length of the male thread of the instrument was absolutely correct. This is the 1st and only similar issue reported on this instrument (model # 9095.11.550). We did not receive the affected instrument so we could not analyze it. All the info we have is the event description reported: it is reported that, although an issue occurred, at the end the impactor could be used and was functional. By this description and by the analysis we could perform with the few available info, we believe that the instrument was fully functional and that the issue was caused by external factors (e.g. Incorrect connection of the impactor to the adaptor and then to the cup, possibly caused by improper insertion of the devices or presence of organic tissue between the coupling mechanisms). No actions planned for this single issue which, by our analysis, was not due to the impactor itself but to other factors occurred during the surgery.

Event description:
Intra-operative issue involving a curved cup impactor , model # 9095.11.550, lot# 15ag0l3. According to the info reported, surgeon was implanting a dia. 58 mm cup when he noticed that it was impossible to fully connect the cup to the impactor (after having connected the impactor to the adapter). The male thread of the impactor appeared to be too short to make a functional connection with the female thread of the cup. Despite this, surgery was successfully completed by using another adaptor. Minimal consequences for the patient and minimal surgery time extension as well. Event occurred in (B)(6).